Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer patient, other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller was shutting off their stimulation on its own. They knew that because they could feel the pain return and also their controller was saying that stimulation was off. They have adaptive stimulation (as) active, but the controller was shutting it off as well. They saw a message stating that the ins battery was at 100% charged when plugged into a power source, but when they went to use the controller it showed that it was 40% charged. They confirmed that they were looking at the ins battery icon both times. Patient services recommended keeping a journal of when stimulation seemed to be shutting off and bringing the information to the healthcare provider (hcp) to discuss. They said that they would meet with a manufacturer representative (rep) again after resetting the controller and to try a different controller. The controller says to replace the battery periodically.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), explanted: product type programmer, patient product ID 97745bp, serial# unknown, explanted: product type accessory h3: analysis of the programmer (s/n: (B)(6)) found the battery contact to be bent but was unable to duplicate the battery message. H6: fdc 4315 pertains to the programmer (s/n: (B)(6)). Fdm 10 and fdr 3211 pertain to the programmer (s/n: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.